Event description:
It was reported that the right ventricular lead exhibited noise which caused oversensing; low impedance was also noted. The lead was capped and replaced. The patient was stable before, during and post surgery.